Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the seal end tone was difficult to hear and was distorted. Based on the condition of the returned unit, the reported event was caused by a faulty speaker. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: hysterectomy. Event description: translation: during the sealing cycle, the generator emits 2 different sounds. 1st during the sealing cycle and 2nd at the end of the sealing, to detect that the sealing cycle has ended correctly. At the same time, "ready" appears on the screen. The error is that this 2nd sound is not emitted. The message on the screen yes. Patient status: no patient injury or illness occurred associated with the complaint event.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: hysterectomy. Event description: translation: during the sealing cycle, the generator emits 2 different sounds. 1st during the sealing cycle and 2nd at the end of the sealing, to detect that the sealing cycle has ended correctly. At the same time, "ready" appears on the screen. The error is that this 2nd sound is not emitted. The message on the screen yes. Patient status: no patient injury, or illness occurred associated with the complaint event.